Event description:
Boston scientific received information that the holter monitor indicated the device did not provide pacing therapy when required for one hour four times. It was noted that the patient did not have an underlying rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.